Event description:
Report 1 of 2 for (B)(4). It was reported that following right shoulder arthroscopic cuff repair surgery on (B)(6) 2024 using 4.75 healix advance kntlss br device and 4.5 healix advance br w/ocord device, the patient was discharged in stable condition. It was reported that after discharge, the patient still experienced shoulder joint pain and had limited mobility. According to the reporter, on (B)(6), 2024, the patient came to the hospital for a follow-up examination and purulent discharge was found at the anterior lateral incision of the right shoulder joint, accompanied by purulent exudation. It was reported that the preliminary diagnosis of the hospital on (B)(6) 2024 was: right shoulder joint pain; right shoulder joint infection. No additional information can be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: device history review: there was no non-conformance regarding this lot. The complaint device was not returned to j&j medtech orthopaedics, therefore unavailable for a physical evaluation. A manufacturing record evaluation was performed for the finished device lot number (102srd), and no non-conformance was identified. Based on the current available information, we cannot determine a root cause for the reported failure. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: b5: during subsequent follow-up with the customer additional information was obtained. The reporter clarified that an investigation revealed that a right shoulder arthroscopic shoulder cuff repair (specific patient diagnosis unknown) was conducted in the hospital on (B)(6) 2024. During the surgery, both devices were utilized for the shoulder cuff tenodesis, and the procedure proceeded without any complications. The patient received postoperative infection prevention, dressing changes, and other symptomatic treatments. The patient was discharged successfully once their condition stabilized. After discharge, the patient had their dressing changed at a local hospital (details unknown). On (B)(6) 2024, the patient returned to the hospital reporting "shoulder joint pain with limited motion," where it was noted that there was exudate in the anterolateral suture wound of the right shoulder joint. The patient was admitted due to "postoperative pain and discomfort in the right shoulder, accompanied by limited motion for over two months. On (B)(6) 2024, general bacterial culture and identification of the exudate revealed the presence of staphylococcus aureus. The doctor planned a preliminary diagnosis of "right shoulder joint pain; right shoulder joint infection; right rotator cuff injury post-operation," and gave debridement, regular dressing changes, and a change to sensitive antibiotics for treatment (details unknown). The wound has since healed, and the patient was discharged. No further adverse events were reported. H6: health effect - impact code updated.